Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective right ventricular lead explant procedure. During the procedure, fluoroscopy was performed which noted externalized conductors between the rv and svc coil. The lead was tested and appeared normal electrically. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable throughout.